Manufacturer narrative:
The MFR's service rep performed an on-site investigation. Checks and measurements were performed. The system was tested and operates as intended.

Event description:
The customer reported that the stenoscop system did not display images, and the lights on the control panel were flashing very faintly. No pt injury was reported.